Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -11.50/+1.5/094 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2021 but the problem was not resolved, so the lens was explanted. The lens was replaced with another same model/length lens and the problem was resolved. Post-op, the ucva was good but there was glare. The cause of the event was due to the device. The lens was discarded.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
Corrected data: b5- " the reporter indicated that the surgeon implanted a 13.2mm tmicl 13.2 implantable collamer lens of diopter-11.5/+1.5/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient experienced rotation not associated with a low vault. On (B)(6) 2021 the lens was rotated but this did not resolve the problem. On (B)(6) 2022 the lens was explanted and replaced with a lens of the same model/ length and the problem was resolved. The status of the eye was reported as "good ucva. C/o glare od (ticl) vs. Os (spherical)". The reporter indicated the cause of the event was the device and the device failed to perform as intended. The lens was discarded" claim# (B)(4).